Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filled once investigation resutls are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 400 mg/dl, 80 mg/dl, 350 mg/dl, and 100 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted ona parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.